Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection. The ultrasound bronchofibervideoscope exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The reportable evaluation finding of foreign objects on the distal end and connecting tube was found on 16feb2024. G3 updated to reflect.

Manufacturer narrative:
Correction: d5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the imaging unit was damaged. As the imaging unit is located inside the control panel and cannot be touched directly by the user, and there is no visible damage, it is highly likely that the phenomenon was not caused by external forces, but by electrical factors. Possible causes include touching the terminal of the scope while it was statically charged, or connecting the electrical contacts of the scope connector to the device before they were sufficiently dry, which may have led to the phenomenon occurring. The event can be detected/prevented by following the instructions for use which state: "safety instructions precautions to take if the endoscopic image disappears unexpectedly or cannot be unfrozen warn if the endoscopic image disappears unexpectedly during an examination or the freeze cannot be released, immediately stop use and remove the endoscope from the patient while referring to "5.3 removing an endoscope if an abnormality occurs." Using treatment tools, bending the endoscope, rotating the insertion tube, performing suction, or inserting or removing the endoscope in such a state may cause injury to the body cavity, bleeding, or perforation. Be sure to observe the following points, otherwise the endoscopic image may disappear unexpectedly or become unable to be unfrozen during the examination. When connecting the scope connector to the light source, be sure to push it in firmly until you hear a click. Otherwise, poor contact may occur. Do not forcefully bend, hit, pull or twist the tip, insertion section, bending section, control section, universal cord or scope connector of the endoscope. This may damage the scope, causing water leakage, or cause the cable to break or other internal parts to malfunction. The scope connector, including the electrical contacts, must be sufficiently dry before connecting to the light source. Also, make sure that the electrical contacts are clean before connecting. Using the device while the electrical contacts are wet or dirty may cause the device to malfunction or break down." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to previously submitted manufacturer narrative, g6: follow up #2, which incorrectly noted that there was a "reportable evaluation finding of foreign objects". There was no foreign material noted during the evaluation of this device. When the device was inspected, during the image check, the picture became black. Noise could be generated around the center part of the screen, when the lens surface was touched by the finger, but the endoscopic image could not be seen at all. Should additional information become available, a supplemental report will be submitted.